Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes . D.10. Date returned to mfg: 2020-08-12. H.3. Device evaluated by mfg?: yes. H.6. Investigation summary: evaluation statement the customer reported that tubing's were defective and leaking upon opening the packages. Received were the following samples- two used secondary sets model ms3500-15 lot reported as 20033171 (used 1 and 2) and one unopened secondary set model ms3500-15 lot 20033171 (new 1). Used 1 sample was visually inspected for kinks, holes/tears in the tubing, or damages to the components. A cut along the tubing p/n 660132 area directly below the drip chamber component was observed. Opposite the cut was a marking. The cut was measured as approximately 0.06 inches in length. No other issue was observed. Used 2 sample was visually inspected for kinks, holes/tears in the tubing, or damages to the components. A cut along the tubing p/n 660132 area directly below the drip chamber component was observed. Opposite the cut was a marking. Another pair of markings opposite each other were also observed along the tubing area approximately 0.02 inches below. The cut was measured as approximately 0.06 inches in length. No other issue was observed. The roller clamp components along each of the used set samples was inspected. No sharp edges were observed along the component. The roller clamps were also applied along each tubing. No damage was observed to the tubing's. Although damage was observed, functional testing was performed on the as-received set samples by re-priming. It was immediately observed that fluid was leaking out from the observed cuts on both used set samples. New 1 sample package was opened and the set was visually inspected for kinks, holes/tears in the tubing, or damages to the components. No issue was observed. Further functional testing by priming observed no leak or issue. A search for the reported/received lot shows there is no stock inventory. Equipment used (inspection and measurement performed on (b0(6) 2020) - ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record for model ms3500-15 lot 20033171 shows the set was manufactured on 05mar2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. Root cause analysis: the customer's report that tubing's were defective and leaking was confirmed. The cause of leaks was due to cuts in the tubing's. The root cause of the observed damages was not identified. Investigation conclusion: the customer's report that tubing's were defective and leaking was confirmed based on visual inspection and functional testing of the as-received used set samples. It was observed there were cuts and markings opposite the cuts along each of the used set's tubing's. Each cut was measured as approximately 0.06 inches in length. No damage was observed to occur with application of each set's roller clamp along their tubing. Immediate leaks were observed from the cuts when re-priming the sets. Visual inspection of the other initially unopened received set observed no issue. Further functional testing observed no leak or issue. It is unknown how the tubing damages occurred. The root cause of the damages was unable to be identified. Bd manufacturing was made aware. There is a corrective action (CAPA 723603) to address leak by damaged tubing. The CAPA was closed in mitigating this defect and will continue to be monitored for an increase in frequency. A search for the reported/received lot shows there is no stock inventory. H3 other text : see h.10

Event description:
It was reported that 2 36 in 15 drop secondary set w/hgr experienced leakage and device damage/deformation. The following information was provided by the initial reporter: two separate sets of bd secondary sets (ms3500-15) were defective and leaking upon opening the packages. No injury to patient. 64 yom patient with metastatic adenocarcinoma of pancreatic head; hemorrhage from biliary drain site. The leak was discovered when the package was opened, it was not yet in use. Yes ¿ before it reached the patient ¿ unsure where the leak was.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 36 in 15 drop secondary set w/hgr experienced leakage and device damage/deformation. The following information was provided by the initial reporter: two separate sets of bd secondary sets (ms3500-15) were defective and leaking upon opening the packages. No injury to patient. (B)(6) male patient with metastatic adenocarcinoma of pancreatic head; hemorrhage from biliary drain site. The leak was discovered when the package was opened, it was not yet in use. Yes ¿ before it reached the patient ¿ unsure where the leak was.